Event description:
Pt acquired a post op infection some 30 days from initial surgery. Two arthrex implants were used along with a mitek implant. Graft type used was an autograft. Culture was taken and tested positive for corynebacterium. All hardware was removed from the pt and antibiotics were administered. Pt currently in good condition. Reference ca37128a for the additional implant in this pt. One other pt, presenting also a post op infection was reported under ca37126. Pt was operated on the same day, by the same surgeon at the same facility. This device is used for treatment.